Event description:
Patient reports experiencing "end of stem" pain bi-laterally, but has not yet been revised. Update: (B)(6) 2013 - the complaint has been updated because the patient's left hip was revised on (B)(6) 2013 to address pain and stem loosening. Update: (B)(6) 2013 - x-ray was received and attached to complaint. Medical records were received. -am update received (B)(6) 2014. The sales rep has reported the revision surgery for the right hip. Patient was revised to address pain.

Manufacturer narrative:
Update received 05/22/2014. The sales rep has reported the revision surgery for the right hip. Patient was revised to address pain. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
After review of the medical records for MDR reportability, the revision operative note for the left hip confirmed the loose stem. The revision operative note for the right hip indicated metallosis. No labs were provided for the alleged high metal ions. At this time no litigation has been provided against the left hip. There is no new additional information that would affect the existing investigation. The complaint was updated on:(B)(6) 2015.

Manufacturer narrative:
(B)(4). This report is still considered closed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges metal wear.